Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) showed high, out of range pacing impedances. There was also probable loss of atrial capture (loc) observed at a presenting electrogram (egm). Also, there was non physiologic noise recorded at a ra auto threshold test were high pacing thresholds were observed. At other episode, the a minute ventilation over-sensing ending algorithm was identified. Noise was seen on multiple events with inhibition of atrial pacing greater than two seconds. The right ventricular pacing or intrinsic activity continued as expected. An ra lead issue was highly suspected due to the observed behavior. The patient was brought to an in office evaluation where high impedance was confirmed and a lead replacement was decided in the future. The system with the ra lead and ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) showed high, out of range pacing impedances. There was also probable loss of atrial capture (loc) observed at a presenting electrogram (egm). Also, there was non physiologic noise recorded at a ra auto threshold test were high pacing thresholds were observed. At other episode, a minute ventilation over-sensing ending algorithm was identified. Noise was seen on multiple events with inhibition of atrial pacing greater than two seconds. The right ventricular pacing or intrinsic activity continued as expected. An ra lead issue was highly suspected due to the observed behavior. The patient was brought to an in office evaluation where high impedance was confirmed and a lead replacement was to be decided in the future. At this point, the ra lead was surgically abandoned and the ICD remains in service. A new ra lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.